Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for three (3) years and five (5) months, is being evaluated for a valve-in-valve procedure due to unknown reasons. No date scheduled for intervention.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the limited information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
Updated sections: b3, b5, e1 contact, g3, g6, h6 health effect - impact code

Event description:
It was reported that this patient with a 3300tfx 21mm aortic valve, implanted for three 3 years and 6 months, underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 23mm non-edwards transcatheter valve.